Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. Evaluation found the complaint was confirmed and the distal end was leaking due to a crack, angulation was reduced, the adhesive of the universal cord was deteriorated, the light guide lens was cracked, and the bending section cover was cut/perforated. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that air/water was leaking from the distal end of the evis exera iii colonovideoscope. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the auxiliary water channel was clogged with foreign material. The report is being submitted due to the foreign material in the water channel found during evaluation.

Manufacturer narrative:
This supplemental report is to inform that upon further review, the legal manufacturer has determined there is no potential for this malfunction to cause or contribute to an adverse event. The initial medwatch reported the device found the auxiliary water channel was clogged with foreign material, indicating incorrect or insufficient reprocessing. However, the device evaluation confirmed reprocessing could not be completed due to the leakage failure at the distal end of the device which is why the foreign material remained in the auxiliary water inlet. Therefore, there was no incorrect or insufficient reprocessing. Per the legal manufacturer, the clogged channel has no potential to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
Additional information received from the customer reported the air/water leaks were found prior to a diagnostic procedure. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.